Manufacturer narrative:
The batch review has been corrected. Batch review performed on 24 october 2025 lot 2243426: (B)(4) items manufactured and released on 24-jan-2023. Expiration date: 04-jan-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Manufacturer narrative:
Batch review performed on 20 october 2025 gmk-spherika 02.12. E0412fr gmk-sphere tibial insert e-cross - flex 4r - 12mm lot: 2407635: (B)(4) items manufactured and released on 29-apr-2024. Expiration date:14-apr-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 year 1 month from the primary, the patient came in due to an infection and the pathogen is unknown. The surgeon performed a washout and poly swap. The surgery was completed successfully.